Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead was receiving inappropriate therapy. The patient had a procedure involving a swan ganz catheter, approximately nine weeks post implant. It is thought the endotak lead became dislodged at this time. An invasive procedure was performed and the lead was repositioned, good dft (defibrillation thresholds) measurements were obtained.